Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance and possible fracture. The lead was re-programmed; "turned off." The patient requested a second opinion and no patient complications have been reported as a result of this event.